Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) felt the sensation of a shock while sitting resting in the bathroom. The patient then presented to the emergency room (ER) to have the device check; and the inappropriate shock appeared to be sense b artifact noise. While in the ER, the patient received a second inappropriate shock while resting after some back stretching exercises. The physician decided to reprogram to secondary vector and schedule an in-clinic follow-up with boston scientific technical support. After the analysis of the signal during provocative maneuvers, it was decided to maintain the programming of the secondary sensing vector pending a more in-depth technical analysis of the data collected. The center will contact boston scientific after post lead integrity testing. The patient has been discharged home and will continue to be monitored via latitude. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) felt the sensation of a shock while sitting resting in the bathroom. The patient then presented to the emergency room (ER) to have the device check; and the inappropriate shock appeared to be sense b artifact noise. While in the ER, the patient received a second inappropriate shock while resting after some back stretching exercises. The physician decided to reprogram to secondary vector and schedule an in-clinic follow-up with boston scientific technical support. After the analysis of the signal during provocative maneuvers, it was decided to maintain the programming of the secondary sensing vector pending a more in-depth technical analysis of the data collected. The center will contact boston scientific after post lead integrity testing. The patient has been discharged home and will continue to be monitored via latitude. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) felt the sensation of a shock while sitting resting in the bathroom. The patient then presented to the emergency room (ER) to have the device check; and the inappropriate shock appeared to be sense b artifact noise. While in the ER, the patient received a second inappropriate shock while resting after some back stretching exercises. The physician decided to reprogram to secondary vector and schedule an in-clinic follow-up with boston scientific technical support. After the analysis of the signal during provocative maneuvers, it was decided to maintain the programming of the secondary sensing vector pending a more in-depth technical analysis of the data collected. The center will contact boston scientific after post lead integrity testing. The patient has been discharged home and will continue to be monitored via latitude. No additional adverse patient effects were reported. This device and electrode remain in-service.